Event description:
It was reported that the housing was placed too close to the pinna. During revision surgery, the surgical team tried to move implant, but damaged the ground electrode. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.